Event description:
Name of procedure: ni. Event description: the clip holder does not deliver clips continuously. They use another ca500. Intervention: use another ca500. Patient status: patient is ok.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.